Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient with a 150g prostate underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Prior to aquablation therapy, the patient had bladder stones removed. Procept biorobotics corporation (procept) became aware that during hemostasis, the patient was given tranexamic acid (txa) to help control bleeding. It was reported that the patient's blood pressure dropped and the patient was transferred to the intensive care unit (ICU). While in the ICU, the patient received a blood transfusion. The patient was cleared to return to the post anesthesia care unit (pacu) to recover. The patient was discharged the next day. No malfunction of the aquabeam robotic system was reported.

Manufacturer narrative:
The aquabeam robotic system is a reusable device; therefore it is currently in the possession of the user facility. The investigation of this event consisted of a review of the device history record (DHR) and instructions for use (IFU). A review of the device history record (DHR) ab2000-b/serial number (B)(6) was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The aquabeam robotic system instructions for use (IFU), ifu0101-00, rev. E, was reviewed and states the following: 4.3 warnings: procedure: as with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include: bleeding. Section 8.32 states the following: a. After the aquabeam handpiece removal, follow the standard clot evacuation procedure to remove clots and tissue with a cystoscopic sheath by using an ellik bladder evacuator or toomey syringe. B. Use one of the following methods to achieve hemostasis: cautery followed by foley balloon catheter insertion. Under spinal anesthesia, insert a balloon catheter in the bladder with bladder neck traction then fill the bladder with sterile saline and maintain for approximately 30-60 minutes before starting cbi (continuous bladder irrigation). Balloon catheter in bladder with bladder neck traction. Balloon catheter in prostatic fossa: inflate balloon with 5cc in the bladder. Under trus guidance retract balloon into prostatic fossa. Inflate balloon to 30-50% of initial prostate volume. Apply mild traction on the catheter to hold the balloon catheter in place. Balloon catheter in bladder, no traction. C. Start cbi per hospital protocol. The aquabeam robotic system is a reusable device; therefore, it is still currently in possession of the user facility. The aquabeam robotic system's IFU lists bleeding as potential risks of aquablation therapy. Based on the review of the information provided plus a review of the DHR and IFU, the event is considered not to be device-related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.